Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, lot# v065001, product type: lead. (B)(4).

Event description:
A consumer reported an end of service (eos) error code was displayed and the implantable neurostimulator (ins) was replaced. The ins lasted 15 months and there were two shorts. The consumer thought the shorts were in the connection up to their head and the fix would be to replace the leads. The consumer would rather work with what they had rather than replace the leads, but they were going to meet with their health care provider (hcp). The patient's indication for use is essential tremor and movement disorders. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-00793.

Event description:
Additional information received from a health care provider (hcp) reported that contacts five and seven on the left side had low imp edances. Impedance of contacts five and seven was measured to be 61 ohms on 2016-(B)(6). The patient was told by a manufacturing representative that the implantable neurostimulator (ins) battery life would be shortened if those contacts were used. The ins and extension were replaced, but the low impedances were not resolved. Contact five and seven still had low impedances. The cause of the shorts was unknown since replacing the extension and ins did not resolve the issue.